Manufacturer narrative:
(B)(6) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 2 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device and the reciprocal saw attachment device began to overheat when used together. According to the reporter, the malfunction resulted in a superficial skin abrasion on the left cheek of the patient. It was not reported if there were any delays in the planned surgical procedure or if spare devices were available for use. There was patient involvement reported. There was medical or surgical intervention required as a result of this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up, it was clarified that the patient had a small abrasion on the left cheek about 1½- 2cm after the procedure. The surgeon indicated that was due to the handpiece device. There were no delays in the surgical procedure as an identical device was available for use. According to the reporter, there was no treatment performed in the theatre and the patient was transferred to ¿itu¿. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was documented as unknown in the initial report. It has been updated to (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jul 18, 2005. Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and observed that the gears were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to improper cleaning / maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.